Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set was leaking at the site event on 15-feb-2026. The infusion set had been in use on the same day it was inserted. The customer was able to change the infusion set. The non-serialized product was being replaced. No further information availability.